Event description:
The following was reported to the hamilton medical ag: original complaint: ventilator kept powering on by itself, and during startup it kept turning off and on.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: failure mode description: phase: start up / selftest failed. Component: mainboard. Failure effect: device alarms with self test failed te 244019. Root cause: faulty mainboard msp16064. Correction: replace vu mainboard msp160644. No patient involvement. Device alarmed accordingly.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was started up and no patient was involved. The root cause was determined to be a defect component on the mainboard, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The following was reported to the hamilton medical ag: original complaint: ventilator kept powering on by itself, and during startup it kept turning off and on.